Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. Additional information was requested, and the following was obtained: on what date did the implant take place? Unknown. On what date did the explant take place? (B)(6) 2020. Lot #? Unknown. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Unknown. Is the patient currently taking currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Unknown. At the time of removal, was the device found in the correct position/geometry at the time of removal? Unknown. Have the symptoms resolved since the device was explanted? Unknown. I don¿t have any extra information about the device or patient.

Manufacturer narrative:
(B)(4), date sent: 2/23/2021, h6: deformation problem (c070601). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Additional information was requested, and the following was obtained: the product code should be lxmc16.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the linx product code? (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have the lot number and serial number (if applicable)? On what date was the device implanted? Was the device explanted (B)(6) 2020? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was done and have they received the test results? Do we have permission to contact the physician that performed the explant? If yes, what is the surgeon's name, address and telephone number. Did they have an autoimmune disease? Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Are they currently taking steroids / immunization drugs? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that a linx device will be explanted on (B)(6) 2020 for unknown reasons. No other information is available.